Event description:
The initial reporter stated that the pump over delivered. They stated that the feeding was set up for a three hour feeding, but that it dispensed in an hour. Mmdg did follow up with the initial reporter. They didn't provide any additional information about the complaint. They also did not report any adverse effects to the patient. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.